Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). During visual inspection, no physical damage was noted. During archive date review, multiple user advisory 2 (compression tracking error) were noted. The device passed functional tests without any fault or error. In summary, the customer reported complaint of the autopulse platform displaying error message ua02 (compression tracking error) was confirmed during archive data but not during functional testing. There was no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 02 alerts the user when the drive shaft rotates and shortens/tightens the lifeband (compresses the chest). The load sensors do not see the expected increase in load. The archive data indicated that the take up target and the (max load sum) the size of the patient/object is too small and light in weight during the take up. The load cell characterization test confirmed both load cell modules are functioning within the specification. Performed run_in test using the 95% patient test fixture (lrtf) with good test batteries, until discharge with no fault or error. Performed run_in test using the foam filled torso (p/n 11631-001) with three test batteries, until discharge for more than fifty minutes on each run with no error or fault. The autopulse has passed all the testing and meets all required specifications. Therefore, the probable root cause of the reported complaint is that either the patient/object being too small, light in weight or might be shifted during take up.

Event description:
It was reported that during service check, the autopulse platform (sn: (B)(4)) kept displaying error message user advisory (ua) 02 (compression tracking error). Two different lifebands and couple of mannequins were swapped out; however, the error message persisted. No patient involvement was reported.